Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment but difficulty was encountered. When the device was pulled back into the guide catheter, resistance was also felt. It was then noted that the proximal side of the stent was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.